Event description:
The device is removing too much flesh, not just skin. Based on the info reported by the purchasing agent, he is not able to determine exactly one thickness, since the malfunction was diffuse. The graft was uneven and too thick. His impression is that the calibration of the device was not performed correctly prior to use. The correct single use blades were used with this device. It is unk at this time if a second graft site had to be used or if treatment to the first site was required due to the thickness of the graft taken.